Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection between the supply line and the supply bag was reported, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of five phase of peritoneal dialysis therapy. During troubleshooting, it was determined that there was a loose connection between the supply bag and the patient line. Renal therapy services (rts) assisted the patient in ending therapy and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.